Event description:
On an unknown date, this patient underwent endovascular treatment of a descending aorta lesion using conformable gore® tag® thoracic endoprosthesis. On an unknown date, a proximal type I endoleak was observed on the follow-up imaging. Information regarding the cause of the endoleak is unavailable. On (B)(6) 2022, a reintervention to place an additional stent graft proximally was performed. The endoleak was resolved. The patient tolerated the procedure.